Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. Pre-dilatation was performed with a trek balloon catheter. A 2.5 x 08 mm mini vision was advanced to the lesion; however the stent implant dislodged. The stent was retrieved with a snare device and the procedure was completed without any additional treatment. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported stent dislodgement was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.